Event description:
During lead placement for an interstim procedure, it was noted that the radiopaque marker from the introducer stayed around the lead. It was elected not to remove the marker and the procedure was completed with the pt reported to having a good response to the therapy.